Manufacturer narrative:
Additional manufacturer narrative: the carpentier-edwards pericardial valve has been designed to minimize structural valve deterioration (svd). Excellent durability and low incidence of valve-related complications have been reported in the literature. Despite the low incidence of valve-related complications, it is well known bioprosthetic tissue valves can deteriorate with time and eventually fail. As noted in the literature, the rate of svd in bioprosthetic valves increases over time, particularly after the initial 7 to 8 years after implantation. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this patient with a 21mm pericardial aortic valve underwent valve-in-valve procedure after an implant duration of approximately 15 years due to severe aortic insufficiency. The tavr procedure was performed with a 23mm edwards transcatheter heart valve. Post valve deployment, aortic regurgitation was resolved. There were no complications noted. The patient tolerated the procedure well and was transferred to the ICU in stable but guarded condition. The patient was discharged home with home health care on pod #2.